Manufacturer narrative:
Device evaluated by MFR: a 2.50 x 20 mm synergy stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the distal section of the stent lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that failure to cross a lesion occurred. A percutaneous transluminal coronary angioplasty was performed on a difficult vein graft in the right circumflex. A 2.50 x 20 synergy ii des stent was advanced, but was unable to cross the target lesion in the right circumflex. The procedure was successfully completed with balloon angioplasty. No patient complications resulted in relation to this event and the patient was reported to be fully recovered. The patient was stable and was discharged from the hospital to home. However, the device returned and analysis revealed stent damage.